Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual evaluation confirmed minor damage, suggesting attempted use. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A dimensional evaluation confirmed the devices met specifications. No prior complaints for this part as this is a patient specific device. Our clinical team concluded that based solely on the engineering evaluation, the root cause for the complaint is incorrect segmentation of the patient MRI. The patient impact beyond the reported event could not be assessed based on the limited information provided. Should clinical documentation become available, the medical investigation/assessment may be re-evaluated. IFU review indicates there exists instruction for user to revert to standard instruments should they observe unsatisfactory device performance. IFU instructs user to review surgical technique which instructs user to verify fit to anterior cortex to prevent unintended flexion/extension of femoral component. Our investigation including an engineering evaluation by our visionaire team, after further investigation, found that the portions of the femur were under-segmented. These errors were in the block fit area and could have caused the fit issue described in the complaint. The root cause for the complaint is incorrect segmentation of patient MRI. A relationship between the device and the reported incident or adverse event is corroborated. Consequently, based on this investigation, the need for corrective action is indicated. At this time we feel these actions will prevent recurrence of this failure. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the additional information be received, the complaint will be reopened.

Event description:
It was reported that after distally pinning femur block, the block raised off the anterior cortex no more information provided yet.